Manufacturer narrative:
(B)(4). (UDI): n/a. Medical product: catalog #: 00434901413, humeral stem 14 mm stem diameter, lot # 64351244; catalog #: unknown, glenosphere, lot # unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00086. Will be returned.

Event description:
It was reported the patient underwent a revision procedure approximately 16 months post-implantation due to dislocated and the humeral bearing disassociated from the humeral stem.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog#: 00434903611, glenosphere 36 mm diameter, lot#: 64407216. Reported event was confirmed as damage was seen on each of the returned devices, as well as bio debris in the humeral stem around the trabecular meatal pad and a bent flange. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.